Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found a break in the catheter body, a slice cut in the catheter not related to explant damage, and dark residue occlusion in the dispensing holes.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving an intrathecal unknown medication via an implanted pump for non-malignant pain. The patient had a catheter replacement on (B)(6) 2017. It was further reported the procedure was originally a pocket revision (no further information on why the pocket was revised) and during the case a dye study was performed and dye dispersion was limited so the catheter was replaced as well. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.